Event description:
Event determined to be reportable based on investigation completed 28 february 2007. It was reported that during a stenting procedure, the wallstent became stuck in the introducer sheath. The lesion being treated was located in the common iliac artery. The physician attempted to deploy the stent, but it was only able to deploy half way. When attempting to remove the stent delivery sys (sds) through the introducer sheath, the sheath was "torn out" of the pt. There were no reported pt complications. Pt status listed as "good." During investigation, it was found that the stent was protruding from the distal end of the introducer sheath. Further f/u with the facility indicated no resistance was encountered during removal; however, the stent dislodged in the sheath during removal.

Manufacturer narrative:
Returned device analysis confirmed that a 7fr introducer sheath was returned with a stent protruding out the distal end. It was possible to remove the stent from the introducer sheath without any tissue noted. It is not possible to determine how the stent became caught in the introducer sheath. The stent delivery sys was not returned for analysis. In the directions for use it states that, should a stent need to be removed, the outer sheath can be reconstrained over the stent and the device is then removed as a whole through the introducer sheath. A review of the mfg records for batch # 8505883 found that the device met its material, assembly and prod specs, at the time of release to distribution. The root cause of the event could not be determined.